Manufacturer narrative:
A ge service rep performed an on site investigation. The gpos (general purpose operating system) cpu assembly and rtos (real time operating system) cpu assembly, were evaluated and replaced. The display adapter pcb was also replaced during the service event and system software was reloaded. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system intermittently failed to boot and exhibited intermittent functionality. No pt serious injury or death was reported related to this event.